Event description:
Svn: (B)(4) 1. Start date of the sensor: (B)(6) 2022 2. Start hour of the sensor: 3. Sensor start missing reason: 4. Location of sensor insertion: abdomen 5. Date of sensor alert: (B)(6) 2022. 6. Hour of sensor alert: 7. Sensor alert missing reason: crm service notification text 08/12/2022 12:10:09 erp_rfc_user related svn: (B)(4). Crm service notification text 08/12/2022 12:00:10 erp_rfc_user related svn (B)(4). Crm service notification text 08/12/2022 11:59:52 gordoe4 see RMA 5901927189 for the rpl. Crm service notification text 08/12/2022 11:46:14 gordoe4 customer concern: cust calling said she is having trouble with guardian sensor 3. Cust said the last sensor she installed lasted for 4 days and the one before only lasted for few hours. Cust said by that time she was having low bg and treated it and calibrated the sensor when sugar was up with bg 242 and was not accepted. (B)(4): change sensor/sensor updating/sg value not available/calibration not accepted document system model number: 630g document transmitter model: would customer like to continue troubleshooting to review factors that may lead to sensor alert?: yes review customer¿s account. Is this the 2nd call on the same sensor or has the customer called within the last 30 days regarding similar alert?: no did customer receive ¿change sensor¿ alert?: yes explain possible causes of change sensor alert. Did customer receive ¿sensor updating/sg value not available¿ alert?: no did customer receive ¿calibration not accepted¿ alert?: yes did change sensor alert result from 2 consecutive calibration not accepted alerts?: yes explain calibration not accepted alert and possible causes. Advise customer to inspect sensor to determine if it is securely taped to skin or if it has moved, or if blood is present at the insertion site. Is sensor securely taped to skin and is still in place?: yes is there blood present at the insertion site?: no is customer calling to report consecutive (back to back) sensor alerts with different sensors?: no can customer run a test on transmitter?: no offer to review sensor best practices (site selection, taping, calibration protocol). Does customer wish to review any of these items?: no is non-serialized product being replaced?: yes inform customer about product replacement policy document replacement mmt# and quantity: 1 mmt-7020b adv cust about shipment bundling is non-serialized product being returned?: no (B)(4): low bgs/over delivery t/s exit reason: customer declined/unable to t/s is any product replacement/return needed?: no repl/rtn needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.